Event description:
Additional information received identified the patient underwent surgical intervention wherein the ipg was electively explanted and replaced. Reportedly the patient is feeling comfortable. Effective therapy was achieved post operatively.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced pain at the ipg site when lying on back with or without stimulation. As a result, surgical intervention may be pending to address the issue.